Manufacturer narrative:
Concomitant product: 5076-45 lead, implanted: (B)(6) 2016.

Event description:
It was reported that within one day of implant, the rv (right ventricular) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.